Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 88 (mg/dl) to 200 (mg/dl). Reportedly, the customer was able to load a cartridge successfully and resumed insulin.

Manufacturer narrative:
Date returned corrected to (06/01/2017).